Manufacturer narrative:
H10: the device was found out of specification in relation to the customer reported 'secondary infusion rate of a spectrum iq infusion pump appeared to be a lot faster than the programmed infusion'. The reported issue was not reproduced, as a reload set message would not cause or contribute to the reported problem. A baxter clinical specialist determined that a wrong priming technique of the back-check valve on the baxter primary set, which resulted in the secondary going up in the primary container therefore explaining the high rate of the secondary infusion. The cause was determined to be use error only and the device is not out of specification related to the reported condition. H10: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'secondary infusion rate of a spectrum iq infusion pump appeared to be a lot faster than the programmed infusion." A baxter clinical specialist determined that a wrong priming technique of the back-check valve on the baxter primary set, which resulted in the secondary going up in the primary container therefore explaining the high rate of the secondary infusion. Per a warning in the safety information on page 2-9 of the spectrum iq operator's manual, 41018v0900: "failure to properly prime and remove all air bubbles from back check valves in primary infusion administration set may cause the valve to malfunction, resulting in secondary fluid flow into the primary container, resulting in serious injury or death.' Which was reproduced as reload set message during evaluation. A review of the event history log was performed. The reported condition was verified. The cause was determined to be an improper priming of the back check valve on the primary line. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was reported to have been adult age. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump appeared to be infusing a secondary infusion a lot faster than the programmed infusion when using a primary infusion at 20ml/h while the secondary set is unclamped. The event occurred during a patient infusion of metronidazole, programmed to deliver within one hour. There was no known patient injury or medical intervention associated with this event. The infusion ran at a faster rate for 5 seconds and then the nurse observed the issue and immediately clamped the secondary tubing. No additional information is available.